Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient had slight soreness where the ins battery was (also reported as ¿battery resight due to battery sight placement¿). There were no environmental, external, and/or patient factors that may have led or contributed to the issue. No diagnostics or troubleshooting was performed. As a result, the ins battery was moved inferior to the original position, lower and deeper. The issue was reported as resolved. There were no further complications reported or anticipated.